Event description:
It was reported that the patient underwent surgical revision for the removal and replacement of ams 700 inflatable penile prosthesis due to unspecified reason. Additional information received stated that the implant was not working. The patient condition following the procedure was good.